Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the "latch" is broken on the seat/lid. The caller stated it broke when he was sitting on it and pinched his skin.